Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 1). No impact to the customer's blood glucose. Reportedly, the customer had not yet been trained properly to use the pump. Customer shutdown pump and continued to use an alternate pump for insulin therapy.